Event description:
The customer reported that all warning icons are on and the device does not power on. There was no report of pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device. The root cause of the reported problem was determined to be due to a shorted capacitor (designator c60) on the digital pcb assembly. A replacement device was provided to the customer.